Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer discontinued continuous glucose monitoring in july due to many issues. It was reported that customer had low blood glucose of 39 mg/dl due to carb anomaly. Caller declined transfer to helpline.